Manufacturer narrative:
(B)(4). No complaint device has been returned. Quality control (qc) confirms overall catheter surface is clean without excessive imperfections or damage. This product is shipped with instructions for use (IFU) which includes catheter maintenance instructions and warnings related impeded lumen flow and the usage of power injectors. With the device not being returned it is hard to determine the root cause of the failure, but it is possible that the product was exposed to forces beyond its intended design. Preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
During the reflection of the catheter 3fr, made by cook and supplied to hospital #1, it broke in the hands of the nurse without any particular reason. Risk of infection and air in the catheter. The nurse clamped the remaining end of the catheter with a forceps and some gauze. She then warned the doctor on duty who contacted the surgeon. It was decided to transfer the patient to hospital #2 so catheter could be repaired with a repair kit. Broken fragment was kept at hospital #1. Patient outcome was not provided by the reporter.